Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a rotapro plus device. The advancer unit and burr unit were received together along with the related rotawire in the device. The rotawire was able to be removed with some resistance felt due to the wire kinks. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. The coil is stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr tip and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment on the guidewire occurred. A 1.25mm rotapro catheter and an extra support rotawire were selected for use in a percutaneous coronary intervention (pci) procedure in the left anterior descending (lad) artery. Upon advancing the catheter over the guidewire using dynaglide in the guide catheter, the wire began to retract from the vessel. A couple of attempts were made to advance the catheter over the wire; however the same issue occurred. The run time was extremely short. The catheter and wire were removed from the patient and it was noted that the wire could not be removed from the catheter, even with the brake defeat depressed. Another of the same device was used to complete the procedure. There were no patient complications.

Event description:
It was reported that catheter entrapment on the guidewire occurred. A 1.25 mm rotapro catheter and an extra support rotawire were selected for use in a percutaneous coronary intervention (pci) procedure in the left anterior descending (lad) artery. Upon advancing the catheter over the guidewire using dynaglide in the guide catheter, the wire began to retract from the vessel. A couple of attempts were made to advance the catheter over the wire; however the same issue occurred. The run time was extremely short. The catheter and wire were removed from the patient and it was noted that the wire could not be removed from the catheter, even with the brake defeat depressed. Another of the same device was used to complete the procedure. There were no patient complications.